Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that this patient experienced a sudden drop in flow and was treated for suspected thrombus. The patient recovered sufficiently to be reactivated on the transplant list. The hvad pump (B)(4) will not be returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a sudden decrease in flow, indicative of a possible occlusion. Possible clinical factors that may have contributed to the thrombus formation include a patient history of mixed ischemic/non-ischemic cardiomyopathy, complete heart block, hypertension, atrial fibrillation, diabetes, non-sustained ventricular tachycardia and the possibility of the patient being hypovolemic evidenced by the administration of fluid resuscitation. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
On approximately day fourteen following implant surgery this patient developed low pump flow and a change in pump sound. Flows only partially improved with fluid resuscitation and due to concern about possible pump thrombosis heparin and integrilin were commenced. A few days later fatigue was increasing, flows remained low and she was transferred to the intensive care unit where dopamine was administered. She subsequently received intraventricular thrombolysis which resulted in a significant improvement in pump flow and her status was reactivated on the transplant list. Investigation is ongoing.